Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that implant attempt resulting in tamponade required a sternotomy to be performed. The patient later died while in the intensive care unit due to septicemia.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2016. Of note, the reportable serious injury [tamponade and pericarditis] is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2016 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericarditis and cardiac tamponade post operatively. The implantable pulse generator (ipg) remained in use. It was further reported the patient passed away. Attempts to obtain additional information were unsuccessful. The patient is a participant in the post approval network product surveillance registry clinical study.

Manufacturer narrative:
Correction: after being updated with the additional information regarding the product details, including the product model and serial number, it was noted that the serious injury (cardiac tamponade) has previous been reported via regulatory report 9612164-2017-00140.

Event description:
It was further reported that the complications experienced were during an attempted implant of a leadless implantable pulse generator (ipg). It was noted the implant attempt was unsuccessful due to the tamponade caused by the delivery catheter. Cardiac surgery was then performed which included a thoracotomy to eliminate a clot on the right ventricular (rv) side of the heart.

Event description:
It was further reported that the septic shock was secondary to the tamponade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced a mediastinal wound infection after the sternotomy was performed. A wound vacuum was later utilized to attempt to accelerate healing of the wound. The patient also experienced persistent atrial fibrillation after the cardiac tamponade.